Event description:
It was reported that during use intra-aortic balloon(iab) rn calls to report an incident that occurred 2 days ago. She reports a linear 40cc iab was seen with blood in the helium tubing. She states the blood did not get into the cs300 and was contained near the white ¿y¿ fitting. She states they dc¿d therapy and clamped the tubing for iab removal. The iab was an axillary placement that was indwelling the patient for 15 days. She states there is no harm to the patient due to this issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The iab was returned cut in two parts with the membrane completely unfolded with blood on the interior and exterior of the catheter and between the catheter and the sheath. A visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 0.3cm from y-fitting. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problem. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).